Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 21857, were returned and analyzed. The data files showed at least 6 applications were performed with a non-returned balloon catheter 2af283 with lot number 50595 on the date of the event and system notice 50002 ¿the system has detected an electrical component failure¿ was triggered on one application. Additionally, system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ occurred several times on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 8 injections. The catheter failed the performance test due to triggering of system notice 50012 ¿the refrigerant delivery path is obstructed¿. Dissection at the balloon segment showed dried saline inside the inner balloon. Dissection/ pressure testing did not show any leaks or traces of liquid/ blood inside the catheter handle and showed a guide wire lumen kink and breach 1.50 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.